Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been a failed drawer icon on the station. A field service engineer discovered that the client's own refrigerator had not been cooling. The smart remote manager had been in defrost mode; therefore, no medications had been loaded into the client's refrigerator. The medical refrigerator had not been the issue; rather, the customer's refrigerator had not been cooling. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary refrigerator did not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.